Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure, a hole was noticed in the balloon. The procedure was completed using another cre pro wireguided dilatation balloon device. The exact anatomy location when the balloon had a hole was encountered is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.